Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. During treatment at dwell phase 2, a ¿sb supply bag lines are blocked¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. The hp1 filter were replaced. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. No fluid leaks in the test cassette during the test treatment. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. After replacing the clogged hp1 and adjusting the load cell position the simulated treatment was performed and completely without failures. The load cell value and verification was not within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported leak event. An associated cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported a drain complication alarm during drain 5 of 5. The alarm could not be cleared and treatment was cancelled. When removing the cassette the patient found fluid leaking. The cycler was replaced. During follow up the patient's nurse reported the patient did not have an adverse event associated with the leak. No antibiotics were prescribed.